Event description:
It was reported that the patient had chemical meningitis and had their pump explanted on (B)(6) 2011. The drug in the pump at the time of the event was hydromorphone. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).